Event description:
A customer reported multiple occlusion alerts occurring daily. There was no adverse impact to customer¿s blood glucose level. No additional actions or information were available regarding the incident.